Event description:
It was reported that mold was discovered in 10 bd luer slip¿ syringe tip, 30 ml. The following information was provided by the initial reporter, translated from (B)(6) to english: it has received a complaint about 30ml syringe no. 302833 from (B)(6) research institute, and 10 problematic syringes have been collected the customer complained of suspected mold in this batch of syringes.

Manufacturer narrative:
Investigation summary: it was reported the customer complained of suspected mold in this batch of syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with dirty packaging. The syringes look good and no other defects or imperfections were observed. This defect could occur if the samples tested for packaging integrity became mixed with other product and were shipped to the customer. A device history record review was completed for provided material number 302833, lot number 8360688. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The packaging integrity test process was verified. The product flow was correct and the samples being tested for packaging integrity were properly identified and segregated. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.